Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had swelling on the left arm post prophylactic anticoagulation cessation. A cat scan showed subclavian vein thrombosis and obstruction. Anticoagulation was recommended however patient preferred to have a whole device and lead explant procedure. No further information available.

Manufacturer narrative:
Correction: manufacturer report 2938836-2018-02637, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).